Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.